Event description:
Sequential compression device (scd) leg sleeves causing increased moisture to patients bilateral lower extremities. Sleeves become very moist and therefore patient's skin become more moist, needing to be changed daily to prevent skin breakdown. Moisture also causing foul odor.